Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for communication error with high blood glucose levels.

Manufacturer narrative:
A tear was observed in the internal portion of the soft cannula, resulting in internal component corrosion. It could not be determined if the internal cannula tear is in any way linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not, align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.